Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received- event injury to herself removed and new events device migration, pelvic pain, abdominal pain, dysmenorrhea(cramping), back pain, dyspareunia(painful sexual intercourse), fatigue and migraine were added. Reporter added, patient demography added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.